Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor cannula needle broken. Customer's blood glucose level was unknown at the time of incident. It also stated that needle was hard to remove. Customer was not able to report regarding that the sensor cannula needle fractured while in body or not. Customer was advised to return the sensor. Customer will not return sensor for analysis.